Event description:
It was reported to philips that the system shut down and was unable to boot back up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was undergoing a planned vascular treatment, which was delayed and was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on-site and found that the power supply in the m cabinet was defective. To resolve the issue, the fse replaced the power supply (pdu fan tray and dcps). The defective pdu (power distribution unit) fan tray and dcps (direct current power supply) were returned to philips for failure analysis, which showed psu2 (power distribution unit) malfunction. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.